Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that there was noise on the right ventricular lead. The lead was explanted. No patient complications have been reported as a result of this event.